Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. The device has not been in before for repair related to the customer stated problem. Review of the event history log was not applicable. Functional testing confirmed the customer's reported issue. The pump's downstream occlusion (dso) sensor was tested and was found to be activating not in specification. The pump will be calibrated.

Event description:
It was reported that the device had a, "shutter alarm." There was unknown patient involvement.